Event description:
It was reported by repair work order that the power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.